Event description:
It was reported that an intravia container was found with a plastic particle inside. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this was observed on an unspecified date, further described as "a couple of weeks ago". E1: additional initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye, and a small particulate was identified inside the bag. The particle appeared to be detached from the membrane of the port due to the spiking process by the end user. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.